Manufacturer narrative:
The device was evaluated by olympus. The evaluation found that the allegation was confirmed. During the device evaluation, the following issues were discovered: the amount of air and water supplied was insufficient due to clogging of the air and water nozzle due to insufficient cleaning with vinegar, the draining function was reduced, the bending angle angulation and the angle knob play were insufficient due to the elongation of the angle wire, the universal cord was damaged, dirt was found on the objective lens due to handling, cloudiness and ghosting on the image were present, and peeled paint was on the suction cylinder. Scratches were found in multiple locations on the device. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The olympus representative reported the gastrointestinal videoscope was having issues with the air/water supply flow system. No patient injury or procedure impact was reported. During the evaluation of the device, it was noted that there was foreign object in the nozzle due to insufficient cleaning and sterilization. This report is to capture the reportable malfunction of the inadequately cleaned nozzle noted at estimation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the foreign material could not be identified nor the root cause of it. Per additional follow up from the customer, the device was cleaned, disinfected, and sterilized the product before it sent in for repair. There was no delay in the start of the pre-cleaning, the air/water nozzle was flushed with air and water, the nozzle was not cleaned with lint-free cloths/brushes/sponges, and the air/water nozzle was flushed with detergent solution. The event can be detected/prevented by following the inspection method for the event is described as follows in the operation manual: ¿chapter 3 preparation and inspection, 3.2 inspection of the endoscope and 3.6 inspection of the endoscopic system¿ 8. Inspect the air/water nozzle at the distal end of the endoscope¿s insertion section for abnormal swelling, bulges, dents, or other irregularities. 1. Keep the air/water valve¿s hole covered with your finger and depress the valve. Observe the endoscopic image and confirm that water flows on the entire objective lens. Olympus will continue to monitor field performance for this device.